Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil could not be detached and the pusher was stuck in the instant detacher (ID). The patient was undergoing treatment for a ruptured, saccular aneurysm located in the a1 segment of the right anterior communicating artery. The max diameter was 4mm, and the neck diameter was 3.7mm. The patient's blood flow and vessel tortuosity were normal. It was reported that the coil did not come off the pusher. The specialist tried on two more occasions, but did not succeed. It was a question of releasing manually which also did not succeed, which is why after multiple attempts they decides to remove the coils. Three detachments were made with each with the ID and manually. A second ID was not used. The patient did not experience any injury, symptoms, additional medical/surgical intervention, or extended hospitalization. The devices were prepared according to the instructions for use (IFU). Ancillary devices include an echelon microcatheter and an avigo guidewire.

Manufacturer narrative:
H3: product analysis #281014877:equipment used: vis (m-81805), 203cm ruler (m-83360) document used: dwgs31053 rev. C as found condition (condition of returned device): an axium prime coil and an instant detacher were returned for analysis within a shipping box; within a sealed biohazard pouch; within another sealed biohazard and within a dispenser track. Visual inspection/damage location details: (pli-10) the axium implant coil was returned within the introducer sheath. Upon inspection the axium implant coil pushwire was found to be broken at proximal end and kinked at ~14.2cm from proximal end. This is indicative manual detachment attempts were made at these locations. The coin was found still against the lumen stop. The shield coil was found intact with the implant coil still attached. The implant was found to be stretched and damaged. No other anomalies were observed. (Pli-20) visual inspection of the assembled instant detacher (ID) showed no defects. During evaluation, the instant detacher was taken apart to evaluate the components. All components appeared to be normal. The surface around the bottom inner diameter of the instant detacher cap appeared to be clean; however, the proximal broken end of the pushwire was found to be stuck within inner diameter of cap and between anvil and pawl. The inner diameter of the instant detacher was found to be damaged. No other anomalies were observed. Testing/analysis (including sem reports): (pli-10) the distal outer jacket was removed, and a manual detachment was then attempted by retracting the release wire and the release wire successfully detached implant coil. (Pli-20) two in-house axium coils were then selected for testing with the instant detacher. No difficulty was experienced inserting the pushwire into the instant detacher, and the load indicators were not visible when the pushwire were fully seated in the instant detacher cap. The implant coils were unable to be detached after 3 attempts. The instant detacher cap inner diameter was unable to be measured accurately as it was found to be damaged. Conclusion: based on the analysis performed, the customers report of ¿non-detachment¿ was confirmed as the pusher was returned with the implant coil still attached. However, the implant coil was successfully detached manually during testing. The likely cause for the non-detachment are the bends and kinks found on the pusher, causing the release wire to become stuck. The implant coil was found damaged, and the pusher was found bent/kinked. Possible causes for coil and pusher damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment. Based on the analysis performed, the customers report of ¿pusher stuck in instant detacher¿ was confirmed as the broken proximal end of pusher was returned within instant detacher. Possible causes for "pusher stuck in instant detacher" are damage to proximal end of pushwire, misaligned spring, or instant detacher used more than the number of recommended uses. Based on the analysis findings, the customer report of ¿unable to detach¿ was confirmed. The event cause could not be determined. The returned instant detacher was unable to detach in-house axium coils. (Reyesr32 2022-09-30) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that here was no problem when passing the coils, it went through the microcatheter without difficulty. The problem was when it was released. The push wire in the distal portion was damaged due to an attempt to manually release the microfilament but it was not released.

Manufacturer narrative:
B5. Updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.